Manufacturer narrative:
Device evaluated by manufacturer?: no, injector discarded by facility. (B)(4). Method code(s): (evaluation method): injector lot number search. Results code(s): (evaluation result): a injector lot number search was performed and there were no similar complaints found. Conclusions code(s): (unable to confirm complaint): based on the complaint history and injector lot number search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported they had difficulty twisting the msi-tr injector. They were not able to prime the lens after it had been loaded. There was no patient contact. The facility discarded the injector.